Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during the visual evaluation, an anomaly was observed on both views of the device consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of lot 6563742 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient underwent a bilateral explantation on (B)(6) 2020 and did not receive any replacement devices. The patient code and method code has been updated in accordance with the medical device removal. Reason for device explant and/or reoperation: breast pain and rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant products: 450cc mentor memorygel breast implant (catalog number 3504501bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic/latina female patient underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced postoperative right-sided breast pain. After an MRI on (B)(6) 2019, the patient's physician confirmed that the right-sided device was ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor became aware of a coding that was mistakenly omitted in the previous supplemental report. The method, result, and conclusion codes have been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On(B)(6) 2020, the product investigation was completed. Device investigation summary: during evaluation of the sample, a crease was noted in the anterior and extending to the posterior view. Within crease a tear was observed in the posterior view, measuring approximately 0.2 cm the evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the previous reports. The patient's diagnosis prior to explantation was bilateral capsular contracture (baker grade unknown). The "pain" patient code is no longer applicable. This supplemental report has been updated with the "capsular contracture" patient code. The left-sided device, previously identified as a concomitant device, has now been reported in manufacturer report number 1645337-2020-02083. Manufacturer's reference number: (B)(4).